Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the report clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, exhibited high pacing impedance greater than 2,800 ohms, high capture thresholds 2.8v@1.5mv, and high out of range shock impedance of 150 ohms. Noise and over-sensing where also observed. During lead integrity testing, noise presented on the rv channel. During lead integrity testing a 1.1j shock was performed, and the shock impedance was 110 ohms. The 41j shock resulted in a code 1005 on the device. Indicative of a break in the energy or conductor system. The patient was admitted to the hospital. The device and lead remain implanted. No adverse patient effects were reported. Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead where explanted. The product is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, exhibited high pacing impedance greater than 2,800 ohms, high capture thresholds 2.8v@1.5mv, and high out of range shock impedance of 150 ohms. Noise and over-sensing where also observed. During lead integrity testing, noise presented on the rv channel. During lead integrity testing a 1.1j shock was performed, and the shock impedance was 110 ohms. The 41j shock resulted in a code 1005 on the device. Indicative of a break in the energy or conductor system. The patient was admitted to the hospital. The device and lead remain implanted. No adverse patient effects were reported. Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead where explanted. The product is expected to be returned for analysis. No adverse patient effects were reported.